Manufacturer narrative:
E1: reporter phone number: (B)(6). Analysis was performed by a philips remote service engineer (rse) which included interviewing the customer and assisting with troubleshooting the unit. To resolve the issue, the rse helped the customer configure the central station's screen resolution. Shortly after, the unit returned to working specification. It was confirmed that at the time of the event, there was no sound coming from the reporting screen; however, it could not be verified if there was a speaker inoperative message present. Based on the information available in the case, the cause of the reported problem was confirmed to be the central station screen resolution. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that the screens in the corridors no longer have sound feedback. It is unknown if the device was in use at time of event, and there was no adverse event reported.